Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and observed that when the on button was pressed, the blue light flashed, but no further activity occurred. Log analysis indicated a hospital power issue on that day. However, when the philips field service engineer (fse) visited the site and pressed the on button, the system started normally without any issues. The system was then returned to service in good working condition. The codes were updated based on the investigation outcome.